Manufacturer narrative:
B3: unknown; no information has been provided to date. E: reporter address (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there is a flow rate error. The basic detection alarm sets off. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no indication that the complaint was related to a service of the device within the view period. The event history log review confirmed that there was a record of occurred air in line detected alarm on 18-november and 2-december 2, 2024. The reported issue could not be confirmed as the accuracy was within specification however it was close to the upper limit. The root cause of the issue could not be determined because there was no problem with the device accuracy, and it was not reproducible. For accuracy, the expulsor was adjusted because the device accuracy was close to the upper limit. The device passes all function tests after the repairs.